Manufacturer narrative:
The complaint allegation is confirmed based on photographic evidence that displays an infected achilles on the patient. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event, resulting in a reaction to the inserted device. Per dfu-0087-eo revision 6, corkscrew®, pushlock®, and swivelock® suture anchors c. Contraindications 3. Foreign body sensitivity. Where material sensitivity is suspected, appropriate tests should be made, and sensitivity ruled out prior to implantation. D. Adverse effects 1. Infections, both deep and superficial. 2. Foreign body reactions. 3. Bioabsorbable only: allergic-type reactions to pla (poly lactic acid) materials (plla (poly-l-lacticacid), pldla (poly-l-d-lactic acid)) have been reported. These reactions have sometimes necessitated the removal of the implant. Patient sensitivity to device materials must be considered prior to implantation. 10. Any decision to remove the device should take into consideration the potential risk to the patient of a second surgical procedure. Device removal should be followed by adequate postoperative management. 14. Bioabsorbable only: patient sensitivity to the device materials should be considered prior to implantation. See adverse effects.

Event description:
On 26-jun-26, arthrex was notified via email of a case report published in the journal of orthopaedic case reports by roche et al., from (B)(6) france. The publication describes a single patient case involving minimally invasive repair of an acute achilles tendon rupture using an 4.75 mm swivelock anchor. Five months postoperatively, the patient developed persistent heel pain localized to the anchor insertion site. Conservative management was unsuccessful, and surgical excision of the anchor was performed. Following anchor removal, the patient experienced resolution of symptoms and had fully recovered at one-year follow-up. The authors attributed the event to anchor-related irritation and reported successful treatment through implant removal.